Event description:
The pt presented with tight bilateral external iliac arteries. The physician used 14, 16 and 18 fr dilators on the right side to gain 18 fr sheath access. Prior to deployment of the trunk-ipsilateral device during pull back of the introducer sheath, the right external iliac artery tore. The pt was immediately converted to open aaa repair. A bifurcated vascular graft was implanted. The pt left the o.r. In stable condition with great bilateral pedal pulses.